Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Ecp says vision is good, patient is practically 20/20, and they will run more testing on next visit. Near and intermediate vision is great. Colors bright. Peripheral vision is improved. Follow up pending after next appt with ecp 1/12/2023. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, the patient experienced issue with night driving, decreased vision at night with halos and glare, she also experienced starburst from headlight and taillights. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Event description:
Additional information has been received stated that night rings are very prominent while she drives. They have gotten better after surgery but not improved much recently. The day vision is great.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).